Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced possible under delivery anomaly and absence of no delivery alarm. The customer's blood glucose reading was unknown. The customer thought she was not getting the right amount of insulin and found out that the reservoir had been blocked. The customer performed high pressure test and the pump alarmed no delivery. The insulin pump was not returned for analysis.